Event description:
It was reported that one of the patient's leads had low impedances and was unable to enter MRI mode. Surgical intervention is planned to address the issue. It is unknown which lead contributed to the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8457764.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Correction to section d6b. Correctio to section: h6 health effect impact code should have been 4627 - device explantation & 4605 - disruption of subsequent medical procedure rather than 4605 - disruption of subsequent medical procedure. Correction to section b5: b5 - describe event or problem should have been "it was reported that one of the patient's leads had low impedances and was unable to enter MRI mode. Surgical intervention was undertaken wherein the system was explanted. It is unknown which lead contributed to the issue." Rather than "it was reported that one of the patient's leads had low impedances and was unable to enter MRI mode. Surgical intervention is planned to address the issue. It is unknown which lead contributed to the issue."

Event description:
Additional information was received that the patient's system was explanted.